Event description:
It was reported that the subject device had a broken wire. The issue happened during therapeutic ureteral stenting. The device was replaced. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation please see also b5 for event reported updates (type of procedure performed) as provided by the customer. The customer returned the camera head to olympus for the issue: ¿wire broken¿. The subject device was inspected, evaluated, and the reported issue was not confirmed. However, inspection found flooding of the main body, corrosion of the electrical contacts and scope mount were noted. Additionally, twisted cable and scratches on main body observed. A review of the device history record (DHR) could not be verified since the equipment was manufactured more than 15 years ago. As per the instructions for use (IFU) manual, it states: - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Based on investigation and evaluation results, the definitive root cause of the reported phenomenon cannot be conclusively identified as the reported issue was not confirmed . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Event description:
It was reported that the subject device had a broken wire. There were no reports of patient injury or medical intervention associated with this event.